Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 424 mg/dl at the time of incident. Customer stated that they were trying to fill tubing and the insulin pump was not doing anything. Customer stated that the insulin pump¿s act key had issue. Customer was able to get the insulin pump to fill the tubing. Customer stated that the blood glucose was high due to something that they had eaten. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.